Manufacturer narrative:
I have contacted the end-user facility to inquire as to whether the system 2450 esu will be returned to conmed corporation for evaluation. To date, my communications remain unanswered. A supplemental report will be filed on completion of the quality engineering evaluation. Not yet received from end-user

Manufacturer narrative:
The device in question, the system 2450, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in procedures requiring electrosurgical cutting or coagulation. A review of the manufacturing documents from the DHR for lot/serial no. (B)(4) has verified the device was produced according to current and approved procedures and material specifications. I spoke with (B)(6), risk manager at the end-user facility. Per (B)(6) the biomed department at (B)(6) hospital - (B)(6) has checked the esu out and returned the device to service in the facility. She does not feel this unit needs to be returned to conmed for evaluation when offered. The internal investigation conducted at (B)(6) hospital - (B)(6) has determined that the esu was not at fault for the incident. (B)(6) passed on to me that error code 395 came up during the case. In the service manual for the system 2450 the error code 395 reads, "maximum peak voltage was exceeded for a given mode. Disconnected wire terminal or bad a/d converter. Check for loose wires on the power board t3.cycle system power. Test each mode open circuit at maximum power and determine if this error is repeated." This error code would not repeat and all open circuits tested to specifications per the biomed department at (B)(6) hospital - (B)(6). The system 2450 esu operated as intended per (B)(6) and the biomed department at (B)(6)hospital - (B)(6). The complaint investigation has not identified nor confirmed any manufacturing defects associated with the incident device; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed. Never returned to conmed corporation.

Event description:
It was reported, "during procedure, an endo bovie tip was used. At the end of the procedure as the surgical drapes were removed, a one and one half inch long burn was noted near one of the incision sites. The site was excised and then repaired without further incident. The j hook used in the procedure is not owned by the facility, it is provided and reprocessed by a contracted vendor the esu (conmed system 2450 esu) is owned by the facility, this unit was evaluated by the internal biomed department. Output verification on (B)(6) 2013; verified outputs per pm checks, all outputs within specs. Grounding good. "